Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported 'constant occlusion issue' which was reproduced during evaluation as a false downstream occlusion alarm. When tested for downstream occlusion detection the pump alarmed for downstream occlusion prior to introducing an occlusion to the line. A review of the event history log identified multiple downstream occlusion messages. The reported condition was verified. The cause was determined to be the force sensor out of calibration and unable to be calibrated. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant occlusion issue. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.